Event description:
It was reported the patient hit his ipg on th side of his car door and the area surrounding the ipg became swollen and bruised. The patient also indicated it felt like his ipg has "popped out of its pocket". The patient and his physician are working to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.